Event description:
It was reported that during a primary surgery as the doctor was impacting the liner, the instrument broke. The liner was properly impacted before breakage. No intervention was needed.

Manufacturer narrative:
An event regarding damage involving an adm impactor was reported. The event was confirmed. The impactor tip fractured in fast fracture overload originating at the root of the fourth thread from the top of the threaded hole. This fracture was consistent with the application of off-axis overload stresses. The device appeared to have been properly seated at the time of fracture. No material or manufacturing defects were observed on the fracture surfaces examined. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during a primary surgery as the doctor was impacting the liner, the instrument broke. The liner was properly impacted before breakage. No intervention was needed.